Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed compromised force sensor system alarm. Customer's blood glucose was 187 mg/dl. Device was unable to exit the preparing to prime loop. Customer was advised the device will be replaced. Customer will not be returning the device for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. Unit received motor error alarm during basic occlusion test due to loose/flush drive support disk. Unable to perform the a21 error test, unable to verify a33 alarms or perform prime/a33 test due to motor error alarm. Pump received with normal operating current. Pump passed self-test, off no power test. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.